Event description:
The customer reported via phone call that they were experiencing issues with the insulin pump turning off randomly. The customer's blood glucose was 244 mg/dl. The customer explained that the last occurrence of this issue was in the middle of changing the infusion set and that they did not receive the low battery alert. The customer explained that they received the battery out limit alarm on the day of the call. After troubleshooting was done, the customer was advised that a replacement insulin pump would be sent per their request. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump had currents within specification and no battery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.